Manufacturer narrative:
(B)(4). The reported event of migration cannot be analyzed via laboratory testing. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported (B)(6) during the 2nd stage of the patient's scs trial the patient reported intermittent paresthesia in the legs. The patient stated initially the stimulation was successful but over the last week it had 'tailed off'. X-ray showed the lead had migrated out of the epidural space. The physician removed the lead.